Event description:
A male underwent aaa repair in 2008. The procedure consisted of placement of a zenith main body graft, two zenith iliac legs and was conducted without reported incident. In 2009, the pt underwent a secondary procedure. The pt had very tortuous iliac arteries, and in the initial procedure, the physician could not visualize the origin of the hypogastric arteries clearly and the physician ended up deploying the iliac limbs more proximal than intended because he did not want to risk covering the hypogastric arteries. The pt came in for a routine follow up and the physician noticed that the left iliac limb had retracted proximally into the aneurysm sac but without an obvious type 1b endoleak. The physician elected to extend both limbs because on 3d reconstruction, the right limb was also unstably positioned (1820334-2009-00555). The physician landed both extensions exactly as intended at the hypogastric arteries on both sides. The current status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU list several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. At this time, the assigned failure mode to this case is "migration" based on the provided description from the sales rep. However, a possible contributing factor to the alleged migration is device placement. Specifically, due to the leg extension being placed higher (more distally) than planned. The amount of force the sealing stent exerted on the anatomy may have been compromised if there was a significant difference in the diameter of the vessel from the planned location relative to the deployed location. Without films of both procedures, a definitive cause cannot be reported at this time, nor if the distal sealing stent moved relative to its originally deployed location. We will continue to monitor for similar incidents.